Event description:
Pump was reported to go into failure code 812:02 during clinical use. The pump was being used to infuse an unknown medication on a pt being transported from the emergency room to intensive care unit when the failure code occurred. The pump stopped infusing and needed to be swapped out. The pt expired two hours following this incident. It is not known if the pt's death is related to this incident.